Event description:
It was reported that during a clinic visit, the ventricular lead exhibited unacceptable threshold. An x-ray revealed no anomalies and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.